Event description:
While servicing the device, a philips field service engineer (fse) found that the device failed to calibrate co2. There was no reported patient or user involvement and no adverse patient/user impact.